Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information could not be requested because there was no contact/follow up information provided. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Through the medwatch program, it was reported that following bilateral intraocular lens (iol) implant surgery, the patient was experiencing severe photophobia which was not resolved. The patient cannot watch or use a computer and must wear solar glasses at all times when outside. Additional information could not be requested because there was no contact/follow up information provided. There are two medical device reports associated with this event. This report is for the left eye.